Event description:
It was reported the patient's implantable neurostimulator (ins) had flipped. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information reported the flip had occurred two years prior to initial report. There were ¿no¿ symptoms associated with the issue; however the event was reportedly corrected through a surgical intervention. ¿everything went well¿ for the patient following the corrected flip.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)